Event description:
A discordant advia centaur xp troponin result was obtained on one pt sample. The laboratory repeated the sample since the qc was out of range. Corrected results were reported to the physician. There was no known report of pt intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse found that aspirate probe 1 was inoperative, which was then replaced. The fse ran calibrators and qc, the instrument is performing within specifications and the cause of the discrepant result is due to the aspirate probe. No further eval of the device is required.